Event description:
The device reportedly displayed artifact, then dashed lines in paddles leads on the screen during pt use. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.